Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. The cause of the patient¿s peritonitis cannot be determined with the information available. However, peritonitis is a well-known potential complication in patients on peritoneal dialysis. Should additional information become available this clinical investigation will be updated accordingly. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis and was being treated with antibiotics (unknown drug, dose, frequency and duration). Upon follow up with the pd registered nurse (pdrn) the peritonitis was confirmed. The pdrn refused to provide further details due to patient privacy concerns. It was indicated by the initial reporter and during the follow up call with the pdrn that the cause of the peritonitis was unrelated to the use of a fresenius device, drug, or product. Additional information was requested, however, to date a response has not been received.